Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Visual inspection noted there was evidence of cross-threading, so the rv and df- seal plugs were then removed and were microscopically examined. The setscrew and setscrew ports were confirmed to exhibit signs of cross-threading.

Event description:
Additional information was received which indicated this ICD was changed out for normal battery depletion. The device has been returned for analysis. No adverse patient effects were reported.